Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing resulting in pause/brady episodes were seen via review of session records. The r wave in-clinic was measured low. Programming changes were discussed to avoid the undersensing.